Manufacturer narrative:
The event took place in (B)(6).

Manufacturer narrative:
The patient sample from (B)(6) 2013, was sent by the customer to the manufacturer for further testing. The manufacturer confirmed the toxo igm result was negative, as found by the customer. The sample was also tested using a toxo igg neutralization test and was tested for toxo igg avidity. These tests revealed an anti-toxo igg of high avidity. The investigation confirmed the results obtained by the customer using the roche toxo igg assay were correct.

Event description:
The customer complained of questionable results for the toxo igg: igg antibodies to toxoplasma gondii (toxo igg) test on two samples from one patient. This patient gave birth 1.5 months ago. When tested in (B)(6), she was negative. Units of measure for the modular e results were requested, but not provided. On (B)(6) 2013 the patient was tested on the modular e analyzer with a result of 101.4, which was considered positive. The test was repeated by the vidas and liason methods, which yielded results of < 10 u/ml, which was considered negative. On (B)(6) 2013 another sample was tested on the modular e analyzer with a result of 166, which was considered positive. The sample was repeated on the vidas and liason with a result of 5.4 u/ml, which was considered negative. All results were reported to the physician. There was no death, injury, illness, or deterioration in health associated with this event. The patient was not harmed by any action taken. The lot number of the toxo igg reagent was 172037; the expiration date was requested but not provided.